Event description:
It was reported that, during patient use, the pilot balloon on a tracheostomy tube deflated. There was no patient harm reported. Although requested, no information regarding the device being replaced was provided. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The model and lot numbers are unknown. Therefore no manufacturing date or 510k number is available. No sample is available to return for investigation.